Event description:
It was reported to tyco healthcare/kendall in 2007 that a customer had a product problem with an x-ray detectable sponge. The customer states that the vistec is stringing and linting. Occurred in or and the strings came apart from the sponge during use on a pt. It was reported that the sponge was opened up one time to an 8 ply.

Manufacturer narrative:
A detailed investigation is currently underway. The results will be forwarded upon completion.